Manufacturer narrative:
D10: concomitant product UDI for pump is (B)(4). D10: concomitant product UDI for balloon is (B)(4). H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. "Urethral atrophy" is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent atrophy. "Recurrent incontinence" is acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. "Improperly sized" cuff is acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The dfu instructs to "remove improperly-sized cuff. Re-size the urethra with the cuff sizer and implant the proper size," if the cuff is too tight or too loose. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent size related complications. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with their artificial urinary sphincter (aus) implant device had a 4.0 cm cuff placed originally. The device was working for some time; however, the patient experienced recurring incontinence again. The physician scoped the patient in clinic and visualized incomplete coaptation of the urethra. The physician suspected the cause of the recurring incontinence was urethral atrophy. The physician felt the cuff was initially placed in the correct position and did not believe the cuff was the incorrect size for the patient when initially placed. The patient did have a history of radiation therapy. During revision surgery the original device was working but the cuff was visibly too large. The doctor resized the urethra and placed a 3.5 cm cuff. The pressure regulating balloon (prb) and pump were also replaced. There were no further signs or symptoms reported.